Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose readings of 44 mg/dl and have treated with a muffin. Customer's blood glucose reading at the time of the call was noted to be 324 mg/dl. Customer was assisted with turning on the bolus wizard and delivering a bolus. Customer was also assisted with checking and transferring blood glucose readings from the meter to the insulin pump. No product is being returned for analysis.